Event description:
No new information.

Manufacturer narrative:
A code added investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5114768. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A medsun report was received that provided a lot number and additional information regarding the treatment phase of care. Both added to this supplemental.

Event description:
A medsun report was received. Essentially, the information provided to us by the facility mirrors the information provided to the FDA with the exception that greater detail was provided in the medsun especially as it relates to removal of the foreign object: catheter length removed 6mm and steri-strips used to close.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Issue: cct was placing IV on patient prior to ect. They did not hit the vein and removed the IV. When removing the IV, they stated that they felt slight resistance. They continued to pull it out and assessed after removal. They noted that part of the IV catheter was missing. Notified the rn caring for the patient. Rn assessed site and reached out to cn and house supervisor. Per protocol, an xray of the arm was ordered to identify location of catheter. External assessment of site (left antecubital) was that the piece of catheter was palpable. Decision was made by the anesthesiologist and psychiatrist to continue ahead with ect. Following the ect, xray was obtained in pacu. On call physician assessed site, and xray, and decided that catheter could be removed at bedside with local anesthetic. Event date: 10/24/2025. Was there injury? Resulted in initial or prolonged hospitalization and caused temporary harm.